Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A slow response (sticky switch) issue was reported with the adc freestyle 2 reader. A customer that the reader ¿button is very slow¿ and experienced hypoglycemia symptoms with a loss of consciousness while driving and it resulted in accident. The paramedics were called and upon arriving, a blood glucose result of 2.2 mmol/l was obtained, and glucose injection was administered for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.